Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead was placed several times; however, there was poor sensing and thresholds. The rv lead was removed from the patient and it was noted that the helix would not advance. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.